Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the surgeon that a 79-year-old patient with two total hip replacements in the background, one of which with altrx linear took place on (B)(6) 2016 on her left hip, showed up for a visit on 3rd of november 2022 and complained that she was feeling pain and squeaking from her left hip joint for about a week. She reported that it appeared suddenly without any trauma- injury. On examination, there was a limp and "squeaking" from the patient's left hip. Local sensitivity at hip movement. The surgeon reported that on the x-ray it appears as a breakage of the polyethylene with an eccentricity of the head. It was further reported that in a visit dated (B)(6) 2022. There was no functional limitation and correct positioning of the implants on an x ray. The surgeon recommended a revision of the left hip liner and during revision to examine if the acetabular component is intact.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: a2 (age), a3, b1 (product problem), d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: e4

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device, photo and x-ray evidence confirmed the complaint. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and the fracture then contributed to a disassociation from the cup. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.